Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, there was a non union due to unspecified cause. Original date of surgery was on (B)(6) 2020 of a five (5) broken 4.5mm cortex screw self-tapping, one (1) 4.5mm va-lcp curved condylar plate, and six (6) cannulated va locking screw. We operated to a non-union and placed a new unknown plate and a unknown nail. All broken implant fragments were removed easily with no delay. Procedure was successfully completed. Patient was stable. Concomitant device reported: 4.5mm va-lcp curved condylar plate/16 hole/336mm/left (part# 02.124.417; lot# :8915402; quantity: 1), 5.0mm cannulated va locking screw/85mm (part# 02.231.685 ; lot# unknown; quantity: 6), this report is for one (1) 4.5mm cortex screw self-tapping 30mm. This is report 3 of 5 for (B)(4).